Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was explanted after 12 months of service. No allegation has been made regarding the functionality of this device. The device has been returned to guidant, where it will undergoe routine analysis.